Event description:
Involuntary bed movement - the e8000 was on ward 14 with a pt on it with a softform premier mattress and the backrest moved on its own. Ref # (B)(4).

Manufacturer narrative:
The product involved in the incident is an enterprise (B)(4), serial number (B)(4) which was manufactured on 04/03/2008. The device history record has been reviewed; no anomalies were recorded on the record at the time of manufacture, one of the requirements of the work instructions and quality procedures for the devices is the testing of all the electrical functions before they are cleared for dispatch. It is also worth noting at the time of the incident ((B)(6) 2013) that as the bed was for just over 5 years old and we are not aware of any other problems with the bed prior to this incident. An arjohuntleigh rep has visited the customer facility in order to inspect the claimed device. However, it was not possible to locate the device. We have attempted to locate it through the hospital contact directly and via the local rep to resolve this situation. It has now been a month since the incident and it would appear that this particular bed has been lost within facility and possibly has been returned to use. Reviewing our post market surveillance, the possible causes of the complaint could be either failure of one of electrical component e.g. Handset, positional loss of hi/lo actuators or even user error. Also this particular customer is one of two locations in the (B)(6) where we have had a number of report incidents of uncommanded movement where we have been able to explain the reason despite extensive testing of the beds in question. Without the opportunity of inspecting the bed, we cannot investigate further and we would only be speculating as to the cause of the event. We shall continue to monitor the situation for any further incidents of this nature but without the device we do not propose any further action at this time.